Event description:
Caller reportedly received the following results on a roche meter, compared to a professional meter, within 10 minutes: 565 mg/dl (compact plus) and 225 mg/dl (paramedic's meter). Customer called paramedic's based on the result of 565 mg/dl. No adverse event reported. Requested return of suspect strips, and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.